Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer¿s blood glucose level (bg) was ¿high¿ on cgm. Customer addressed elevated bg with a manual dose injection and over corrected for the elevated bg by administering too much insulin causing the customer to low to 42 mg/dl. Customer then address low bg with consuming carbs and glucose tablets.